Event description:
Customer reported a leak of clear fluid dripping from under the coulter lh 780 hematology analyzer. The leak was identified while doing startup on the instrument. The volume of leak was approximately 30 ml and was not contained within the unit. The customer was wearing personal protective equipment of lab coat and gloves at the time of the event. There were no reported operator injuries. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the I-beam tubing at valve vl61 had popped off. He replaced the tubing to correct the leak. The leak splashed onto diluter 2 board and diluter solenoid optics ps2 board shorting out the boards and making the unit inoperable. The fse replaced the boards and the unit was able to be powered on and became operable. Identification of the failure mode: I-beam tubing at valve vl61 had popped off and splashed onto diluter 2 board and diluter solenoid optics ps2 board. No erroneous results were generated in connection with this event. Upon recur of the failure mode for the leak; it is likely to cause erroneous rbc (red blood cells) and plt (platelets) due to improper sweep flow. If fluid is splashed onto the circuit boards, the unit becomes inoperable. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).